Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that the battery was replaced, but there was no response for a while after the battery was inserted. Although there was no problem in general, the value went up continuously once or twice a day even though the up button was pressed and released. The device will not be returned for analysis.